Manufacturer narrative:
An event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information device information, pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported via the stryker facebook page; have had 5 knee replacements on my left leg. Stryker parts. Last three were done at ucsf. 6 months after number 5, I am still in pain. My life's greatest regret is having the first one. My right leg is bone on bone and hurts less than my latest knee replacement.

Event description:
It was reported via the stryker facebook page; have had 5 knee replacements on my left leg. Stryker parts. Last three were done at ucsf. 6 months after number 5, I am still in pain. My life's greatest regret is having the first one. My right leg is bone on bone and hurts less than my latest knee replacement. Additional fb comment received, "first knee replacement got infected, I was septic, in ICU for 4 weeks. I have had a total of 5 knee replacements on my left leg. The last one was installed in november. The longest time the steyker knee lasted was number 4 which made it 6 years before coming loose. With number 5 the pain is getting progressively worse. I fear that after 8 months the femoral component is loose. If so, I am going to ask for the lower leg to be amputated and get a prosthetic. My life's greatest regret is getting the first knee replacement. My right knee is bone on bone and hurts far less than my current knee replacement."

Manufacturer narrative:
An event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information device information, pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.